Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor was unable to undergo incoming functionality testing and displayed service code (B)(4) /download code (B)(4)(sd card fault). The cause for the failure was a damaged solder connection on the u106 component and j101 connector on the computer/analog board. The root cause for the damaged solder connections could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.